Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section: d8 a review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed adhesion of foreign material in air/water channel and air/water cylinder, but the type of material and root cause could not be identified. It was confirmed that the section of the device where the foreign material remained had no physical damage. It was unknown if the facility had implemented the reprocessing in line with the instruction for use (IFU). The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): detection method is described in tjf-q190v operation manual chapter 3 preparation and inspection. Preventive measures are described in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii duodenovideoscope exhibited white foreign material inside the air/water tube and cylinder. There were no reports of patient involvement.